Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually, microscopically inspected and tested for leaks. During the visual test, no anomaly was observed. The cuff passed the leak test. Under the microscope, it was observed that there is scaling on the backing. In addition, by the proximal end of the band, there is a small tear on the side and one small cut that pierced the band through to the other side which pulled out a tiny piece of thread. These damages do not affect the effectiveness of the device as they are minor. Inspection of the remainder of the device, revealed no other damage or irregularities. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Urinary incontinence and atrophy are included as potential adverse events in the product labeling. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter(aus) due to recurring incontinence and urethral atrophy at the cuff site. The 5.5cm cuff was replaced with a 4.0cm cuff. A patient outcome of expected to fully recover was reported.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter(aus) due to recurring incontinence and urethral atrophy at the cuff site. The 5.5cm cuff was replaced with a 4.0cm cuff. A patient outcome of expected to fully recover was reported.